Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14aug2020.

Event description:
The customer reported the unit turns on by itself and has error codes consistent with proximal pressure is not measured and pressure-related alarms are compromised. It was determined that the unit was just opened up for service recently, before the error consistent with the proximal pressure is not measured and pressure-related alarms are compromised. The remote manufacturer's service technician advised the customer to check the pin alignment and then replace the solenoids 3 and 4 and advised the customer to replace the user interface (ui) printed circuit board assembly (pcba). The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The customer confirmed the issue was resolved. The valves were bad and needed to be replaced.